Event description:
The customer suspected a carryover of regular antibodies affecting several pt samples. The following diagnostic testing revealed reactions. The tango was serviced on (B)(4), 2011 and detailed info about the event was requested for logfile analysis. The carryover event could not be reproduced. The service engineer detected no irregularities in the processing of nine test-samples (different samples than complaint samples since lab did not provide samples in question). The lab was neither willing to comment on sample ids nor to provide any further details (e.g. Time of event). Taken together it was not possible to confirm the reported complaint. There are no indications for any instrument malfunctions that may be causative for the reported issue.